Event description:
The customer reported that the co2 function was not working. There was no patient impact.

Manufacturer narrative:
Pr #: (B)(4). A follow up report will be submitted upon completion of the investigation.